Event description:
The consumer reported receiving second degree burns from the heating pad. She alleges the heating pad's auto shut off feature did not engage. Burns of this nature are usually caused by the consumer paying or leaning against the heating pad which is contrary to proper use instructions.